Manufacturer narrative:
Additional information was provided from the customer that the customer also experienced shaking and sweating.

Event description:
It was reported that the customer alleged the pump software did not suspend insulin delivery. Subsequently, the customer experienced a blood glucose level of 46 mg/dl. Bg was addressed via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the customer's low bg and pump software issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.